Event description:
Device was explanted and replaced.

Manufacturer narrative:
The event of pneumothorax is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pneumothorax additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii", later reported "lung was punctured and had to go to the ER". This record is for a left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. D6a clarification: device manufactured: 18jan2007, implant date: 2007.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii". This record is for a left side. Device remains implanted.